Manufacturer narrative:
The field service representative found leftover pieces of a wipe on the rinse head nozzles. He removed it and cleaned all of the nozzles, checked the rinse mechanism water, checked the acid and base levels, adjusted the probe, flushed a valve as part of maintenance, ran a wash reaction, checked photometric values, and checked the calibration monitor result. He verified the system's successful operation. He successfully performed an instrument check, and ran roche qc and bio-rad qc. The investigation is ongoing.

Event description:
There was an allegation of questionable a1cx3 results for 14 patient samples on a cobas c 513 analyzer. Refer to the attachment "pt69463.pdf" for patient results. The repeated results were performed on another c513 module. The repeated results were believed to be correct. The reagent lot number is 562178 with an expiration date of 30-nov-2022. The questionable results were reported outside of the laboratory.

Manufacturer narrative:
The customer performed a validation study and reportedly the results were acceptable. The customer reported the instruments are operational. The investigation reviewed the customer's calibration results and the results were acceptable. The investigation found the customer's qc recovery was high on the date of the event and on (B)(6)-2022 and (B)(6)-2022. A visual check of the sample was performed and no abnormalities were found. The investigation found the system's alarm trace contained a water level decrease alarm. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.